Event description:
This is a spontaneous case report from (B)(6) of peritonitis following treatment with physioneal. The patent received capd treatment with physioneal 2,27%, physioneal 1,36% and extraneal for an unreported indication from (B)(6) 2012. On (B)(6) 2012 after the change of the connecting system, the patient developed peritonitis. The dose of physioneal was not changed. On (B)(6) 2012, the patient developed cloudy effluent without pains or other complaints. The patient was treated with i.p. Cefotaxim twice daily. The event lasted till (B)(6) 2012 and was resolved at the time of reporting. The reporting physicians considered the event unrelated to treatment with physioneal and extraneal and was rather related to a break in aseptic technique. No further information provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information regarding patient re-training on proper aseptic technique has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique was confirmed because the physician reported that there was a break in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.